Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0 x 150mm, 90cm ranger? Balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.